Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after uploading a scan of a patient, the main cart monitor displayed no video detected and the camera cart displayed unable to connect. No patient was present. Troubleshooting information was provided. The site powered down the system and unplugged it from wall power. The site rebooted the system and the issue resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 9735772 (lot: -); product type: 2543-mnav - system h3: the system was serviced in the field, and the system performed as intended. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.